Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed one t-wave oversensing (twos) beat during recorded ventricular fibrillation (vf) episode, and one t-wave over sensed beat noted on one of the recorded atrial fibrillation (af) episodes. Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.